Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that continuous dripping of epinephrine was noted to be coming from the tubing filter. The patient's vital signs were unstable at this time. The rn replaced the tubing and the patient's vital signs stabilized. There was no lasting harm.

Manufacturer narrative:
The customer¿s report of a leak was confirmed. Visual inspection including use of magnification did not reveal any damage or abnormalities and did not reveal the exact source of the leak. Functional testing confirmed a leak from the junction of the filter and the outlet tubing. Dimensional analysis was performed and the tubing and filter port measurements were within specification. The root cause of the leak was insufficient bonding solvent having been applied at the tubing-to-filter engagement during manufacturing.